Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: monitors not receiving signal. Probable root cause: dvi / s-video/composite cables and connectors, sources and sinks. Sk28 system design (sk28 io board, sk28 m board). Sk28 firmware. Sdc3 application software. Gravity workflow software application. Software: sdc3 ipad app. Use error. Manufacturing/ service nonconformity (stryker/ novatech). Manufacture date is not known. H3 other text : 81.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.